Manufacturer narrative:
The customer indicated that the device was discarded. A rep device was received. Investigation is not complete. The info on reprocessing of the device was sent to the international regional office; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of connection issues. The customer contact reported connection issues between the option-lok male adapter of the tubing sets with the pts' IV access catheters, no specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay of therapy critical to any pts. No medical interventions were reported. No add'l info was provided.